Manufacturer narrative:
Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the one recommended for the implant installation. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
The clinician reported over 6 months after the dental implant and abutment were placed in ada site 8 in the mouth, the implant lost integration in type ii bone. Clinician reported the patient's pain. The implant was torqued manually to 50 ncm. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported over 6 months after the dental implant and abutment were placed in ada site 8 in the mouth, the implant lost integration in type ii bone. Clinician reported the patient's pain. The implant was torqued manually to 50 ncm. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications.